Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the patient underwent an ileal-pouch anal anastomosis with diverting loop ileostomy that was "complicated by a staple fire problem." Patient suffered "injuries caused by the imperfect firing and staple line separations during surgery." Reopen to repair anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Please see attached medical records. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.